Manufacturer narrative:
According to the facility, a foley catheter was inserted "without issue," and within a few days, the patient was complaining of "penile pain" and lab work showed "increased white blood cell count without known cause." A CT was performed and the "balloon was noted to be in the prostate." The catheter was changed and "noted to have less fluid than what was instilled upon insertion." Per the facility, this caused "worsening lab work, swelling of the prostate, bleeding, ongoing medical treatment, antibiotics." Patient has now "clinically improved." The product is not available for evaluation. No additional information at this time. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility, a foley catheter was inserted "without issue," and within a few days, the patient was complaining of "penile pain" and lab work showed "increased white blood cell count without known cause." A CT was performed and the "balloon was noted to be in the prostate."